Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there are lines on the display. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with lines in the display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display. The main display was replaced to correct this condition. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.